Event description:
It was reported that the programmer froze and the surface ECG showed intermittent capture. However, the capture issue was solved, it was reported that there was an issue with patient physiology or lead position. The device remains implanted.

Manufacturer narrative:
January 12, 2010: this event concerns a device that was manufactured and used outside the united states. (B)(4) review of the electronic data and files received. The files showed that the programmer freezing was related to real time data transmission. No additional evidence was found in the files. This behavior has no impact on pacemaker operation and can remain implanted. Log files from the follow ups performed in (B)(6) 2008 were retrieved and sent for analysis. (Log files are files saved by the programmer containing the recent history of communications with the programming head, the implant, and the activation of the user interface. These files are not available to the user, but the user may send a copy to the manufacturer for analysis.). The analysis revealed that the freeze of the orchestra was related to real time data transmission (such as temporary programming); however, no additional evidences could be found in the log files and other provided files. Nevertheless, it should be noted that this behavior had no impact on pacemaker operation.